Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed slight power and flow elevations; however, a specific cause as well as a direct correlation to the heartmate ii lvas, (B)(6), could not conclusively be determined through this evaluation. A review of the submitted log files revealed slight elevations in pump power and calculated flow. Pump power ranged from 4.9 watts to elevations as high as 6.7 watts, while pump flow ranged from 3.4 lpm to elevations as high as 6.3 lpm. A specific cause for the changes in pump parameters cannot be conclusively determined. Multiple attempts were made to obtain additional information to the customer regarding the events, including product status; however, no additional information was provided. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on (B)(6) 2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are addressed in section, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the emergency room (ER) on (B)(6) 2021 and had log files sent in for flows that seemed slightly higher than usual. Technical services found pulsatility index (pi) events within the log files. There were no alarms for this event. The patient then passed away on (B)(6) 2021. No cause of death was provided.